Manufacturer narrative:
Results pending completion of the investigation.

Event description:
On (B)(6) 2020, a patient who had 4 positive at home urine hcg tests had a false negative result in the clinic on an hcg urine cassette. On the next day, the beta hcg venous blood draw result was positive. There was no patient consequences. Although requested, no further information was given.

Manufacturer narrative:
Additional information: d4: UDI (B)(4). D10: yes, 04/13/2020. H3: yes. Investigation conclusion: retained and returned devices from the reported lot number were tested with qc cut-off controls (25 miu/ml) and high-hcg clinical urine samples (214.68-229.23 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.